Manufacturer narrative:
This product was received and tested by technical services and the reported failure could not be duplicated. However, the camera lens was cracked and moisture had entered inside the camera producing a foggy / blurred image. No repair was available; the baton needed to be replaced.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was no image when the cable was moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.